Event description:
Same case as 2134265-2014-07056, 2134265-2014-07055 and 2134265-2014-07078. It was reported that automatic pullback failure occurred. During an unspecified procedure, the physician conducted an intravascular ultrasound (ivus). Two sleds were used in conjunction with a motor drive unit and an imaging catheter. With the 1st sled used, automatic pullback failed to occur. The sled was exchanged with an another of the same device. However; automatic pullback still failed. The procedure was completed with a manual pullback. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).